Event description:
It was reported that the handpiece overheated. Multiple attempts to gather add'l info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was damage to the motor bearings.